Manufacturer narrative:
Concomitant continued: dtba1d1 ICD implanted: (B)(6) 2017.

Event description:
It was reported that a remote transmission indicated atrial lead undersensing on stored electrograms in the treated ventricular fibr illation (vf) zone events and well as ventricular tachycardia (vt) non-sustained events. It was noted that there was atrial arrhythmias at the time. The current electrogram showed no atrial undersensing. The atrial lead remains in use. No patient complications have been reported as a result of this event.